Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the pulse generator exhibited loss of telemetry. The device was explanted and replaced.